Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture/silicone migration: observed an opening assessed as an unidentified (tear) opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: no observed. ¿ bleeding: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported rupture. Physician later reported rupture and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d1, d2, d4, d6a, d6b, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade iii. The device has been explanted and replaced.